Event description:
It was reported that during the implant procedure, the device set screw was accidentally backed out. The physician tried to rethread the set screw but ended up cross-threading the screw. The physician was unable to advance the screw into the block at that point. The device was not use and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. It was noted that the returned device indicated a lodged set screw. (B)(4).